Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue; all keypad buttons under responsive. This complaint is being reported because the issue can result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no indication the product caused or contributed to and adverse event.

Manufacturer narrative:
The device was returned to the manufacturer and investigated by product analysis on 05-jan-2018 with the following findings: the keypad cover was intact and without damage. On testing, all keypad buttons demonstrated normal response. There was no contamination or damage of the keypad button contacts. Investigation did not duplicate the complaint.